Event description:
It was reported that during an attempted implant, the stylet became stuck halfway inside the lead. The implanter attempted several other stylets, of which became obstructed as well. The lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.